Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #4 of the patient's mouth, a failure occured upon insertion. Patient presented with inadequate bone quality and mobility was reported. The device will be forwarded to the manufacturer for investigation. No further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #4 of the patient's mouth, a failure occured upon insertion. Patient presented with inadequate bone quality and mobility was reported. The device will be forwarded to the manufacturer for investigation. No further complications were observed.